Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore, the condition of the components is unknown. Neither x-rays or surgical notes were provided, therefore fit and orientation could not be evaluated. A definitive root cause cannot be determined with the information provided. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer inc. Considers the investigation closed.

Event description:
It is reported that the pt is experiencing knee pain.